Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer did not know the blood glucose reading. The customer stated that she had to change the infusion sets several times, which sometimes resolved the issues. She indicated that the no delivery alarms had been recurring over the last 2 weeks. She stated that the most recent no delivery alarm was resolved by a complete infusion set change. She declined returning the infusion set and the reservoir for analysis. The customer was advised to monitor the issue. She was informed that the infusion set and reservoir would be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.